Event description:
It was reported that the user encountered alert 38 indicating a consecutive motor stall during an attempted supply change on the ilet, which coincided with sustained high blood glucose readings over multiple days; after a dry run with support, the user changed to a new batch of supplies and completed the supply change. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact, and there was no need for outside assistance or medical intervention. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the device¿s insulin delivery motor consistent with a motor stall. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.